Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased capture threshold and low impedance. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.